Event description:
A patient with metastatic colon cancer underwent uneventful whole liver therasphere treatment with 161 gy dose in 2002. Four days later, the patient was admitted to the hospital for fevers of 103f, aches and chills. The patient received IV hydration and antibiotics and had cultures done, the patient became afebrile, cultures were negative and oral intake was adequate. The patient was subsequently discharged home with fever judged to be consistent with tumor lysis syndrome 3 days later and is being closely followed for any change in status. The patient was given a whole liver infusion as a result of aberrant vasculature. A dramatic response was expected and treatment resulted in massive tumor necrosis confirmed by cea and CT.